Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has frequent falls. The right ventricular (rv) lead exhibited possible intermittent undersensing noted on stored electrograms (egm). The rv lead remains in use. No further patient complications have been reported as a result of this event.